Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded a signal artifact monitor (sam) in which a tachy therapy event was noted. Low out of range right atrial (ra) impedance measurements were reported during the episode. There are no events of ra noise. This ICD remains in service. No adverse patient effects were reported.